Manufacturer narrative:
Tracking #.50419. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. There was one fully formed staple returned with the instrument. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no anomalies noted with the formation of the staples. The reported incident could not be recreated.

Event description:
It was reported that the tx60b was used during a sub-total gastrectomy. It was reported by the affiliate that some of the clips malformed. Surgeon put some overstitches to close the tissue. There was no consequence to the patient.